Event description:
Info received indicates the head section will not lower.

Manufacturer narrative:
The technician found the head end gas cylinder was bent. He replaced head gas cylinder to repair the stretcher.